Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was in a car accident "about one week" previous to report. Two days previous to report, it was stated, the patient had a return of symptoms for two hours, which included vomiting. It was noted, the patient was to see their healthcare provider in about a month to have the system checked out. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 4351-35 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 4351-35 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).